Manufacturer narrative:
Investigation included user education and troubleshooting by the agent. Investigation of this case revealed that the device functioned as intended once a properly attaching connector was used. It was concluded that the event was attributable to incorrect or unsuccessful deployment/attachment of the infusion set connector, with no device malfunction identified.

Event description:
It was reported that the user experienced two successive infusion set connectors that would not attach to the pump, consistent with an infusion set connection/attachment problem, and the issue resolved when a third connector from lot 33770 was attached correctly. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status and no medical intervention or hospitalization.